Manufacturer narrative:
The customer found loose tubing from the white blood cell (wbc) bath to valve lv11. He reconnected the tubing to the wbc bath and the instrument ran without any leaks and voltage errors. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a fluid leak of approximately 2cc on a coulter ac·t diff 2 analyzer. The instrument was generating a hemoglobin (hgb) voltage failure icon at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.